Event description:
It was reported by service report that the pt right latching spindle was broken off at the litter attachment point presenting sharp edges and the siderail could not be latched up. No pt involvement or adverse consequences are reported.